Event description:
A malfunction alarm was reported by the customer, specifically identified as alarm 20. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge using the proper technique, and successfully resumed insulin therapy.